Event description:
Pt was in physical therapy and hooked up to a (B)(4) legend 2c with the serial number of (B)(4). Pt skin integrity and electrodes were checked prior to procedure and were intact. Pt was on interferential current (preset) and was ramped up to an intensity of 30. At just under 5' the pt started to complain of a burning sensation. The electrodes were removed and a small, white dimpled area was on pt's skin. Nursing was notified as well as the md. Burn cream was ordered by the physician. Dates of use: (B)(6) 2011 - (B)(6) 2012. Reason for use: physical therapy modality typically used to treat pain.